Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for multiple assays for one patient sample. Of the data provided, only the results for calcium, glucose, total protein and aspartate aminotransferase (ast) were discrepant and reported outside the laboratory. The initial calcium result was 6.6 mg/dl and the repeat result was 9.9 mg/dl. The initial glucose result was 58 mg/dl and the repeat result was 82 mg/dl. The initial total protein result was 4.9 g/dl and the repeat result was 7.1 g/dl. The initial ast result was 14 u/l and repeat result was 22 u/l. The repeat results were believed to be correct. The patient was not adversely affected. The calcium reagent lot number was 67213601 with an expiration date of 11/30/2013. The glucose reagent lot number was 66901201 with an expiration date of 11/30/2013. The total protein reagent lot number was 67424801 with an expiration date of 03/31/2014. The ast reagent lot number was 67113901 with an expiration date of 01/31/2014. The customer declined a service visit.

Manufacturer narrative:
Due to the lack of data and information from the customer, a specific root cause could not be determined. Since multiple modules of the analyzer were involved, a sample specific issue was the most likely cause.